Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged prime issue was not verified in the black box or duplicated during the evaluation. Review of black box data found that the date range did not cover the complaint date due to continued customer use. Review of the available date range did not find any records loss of prime alert. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus deliveries were executed and recorded correctly. The force sensor calibration reading was within specifications. Pump casing was opened and no anomalies were found with the force sensor assembly.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that there was a prime issue in that load step or cartridge was not recognized. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.